Event description:
The reporter states that she obtained the following blood glucose comparisons on the accu-chek compact plus system: 376 mg/dl and 23 mg/dl. 376 mg/dl and 69 mg/dl. 23 mg/dl and 326 mg/dl. 23 mg/dl and 69 mg/dl. 326 mg/dl and 69 mg/dl. All aforementioned tests were obtained within 10 minutes. The reporter states that she treated herself by eating breakfast and felt better 15-20 minutes after eating. No adverse event reported. New system sent and return requested.